Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, a4, b3, b.5., d6a., h.6.

Event description:
Patient later reported breast pain, a contracture of the prostheses was found, worsening of the pain, culminating in a fourth degree contracture of the breasts, with continuous and excruciating pain on palpation. Device remains implanted. This is for the right side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported on behalf of the patient "encapsulation of implants, severe pain, very hard when touched. Device remains implanted. This is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: g2.

Event description:
Patient representative reported on behalf of the patient "encapsulation of implants, severe pain, very hard when touched. Patient later reported breast pain, a contracture of the prostheses was found, worsening of the pain, culminating in a fourth degree contracture of the breasts, with continuous and excruciating pain on palpation. Later healthcare professional reported "the patient presented with grade IV capsular contracture with seroma and the implant was micro-damaged". Device has been explanted and replaced with a non-abbvie device. This is for the right side. Patient was treated with anti-inflammatory drugs and antibiotics.

Event description:
Patient representative reported on behalf of the patient "encapsulation of implants, severe pain, very hard when touched. Patient later reported breast pain, a contracture of the prostheses was found, worsening of the pain, culminating in a fourth degree contracture of the breasts, with continuous and excruciating pain on palpation. Later healthcare professional reported "the patient presented with grade IV capsular contracture with seroma and the implant was micro-damaged". Device has been explanted and replaced with a non-abbvie device. This is for the right side. Patient was treated with anti-inflammatory drugs and antibiotics.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.